Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they had site infection from infusion set. The customer states their blood glucose level had been over 600mg/dl. The customer declined to provide further information. The customer was advised that replacement supplies would be sent out.